Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-06166. It was reported that the patient's leads had migrated, which was confirmed by physician with fluoroscopy. As a result, the patient was experiencing ineffective stimulation. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effectives stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.